Event description:
End user's daughter reported that the speed on her mother's m51-cg power chair was turned up and stuck on high, causing the user to run into items. User was sent to the emgerency room for an unspecified injury and confusion (user was upset).